Event description:
It was reported that patient¿s trial was not working and they wished they never had it. The trial started 5 days ago and the patient should have known better. The patient could not urinate since the trial started and they had a catheter back in. The patient was filled with fluid by their nurse and they were not able to urinate with a catheter. The patient had the catheter removed 4 days ago and they felt pain and went to the ER to have the urine drained 3 nights ago. After the urine was drained, the catheter was put back in and the patient wanted the trial removed. The situation was depressing and caused the patient to cry all the time. The patient was waiting to hear from their manufacturer representative and had things to do today and did not want to wait all day for their call. The manufacturer representative would be calling the trial patient between 5 and 6 pm. It was noted that the screener was a touch screen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).